Event description:
Note: this report pertains to three endovive safety peg kit used in the same procedure. It was reported to boston scientific corporation that an endovive safety peg kit was attempted to be used during percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire was not able to advance thru the peg tube due to an occlusion. The customer reported that two additional peg kits were opened and attempted to be used but the same problem occurred. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1409 captures the reportable event of peg tube obstructed.